Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4396 implantable pacing lead (B)(6) 2014. (B)(4).

Event description:
The patient reported pericardial pain to their physician. An interrogation revealed high thresholds on the right ventricular (rv) l ead due to a suspected dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.